Event description:
The home patient (hp) contacted a technical service representative (tsr) and reported a drain volume of 4889mls during the initial drain using the homechoice cycler for automated peritoneal dialysis (apd) therapy. The hp had contacted a tsr for assistance reviewing the cycler's therapy log data. While reviewing the therapy log cycle-by-cycle ultrafiltration (uf) information, the hp noted that the initial drain volume was 4889mls. The initial drain volume of 4889mls was 2389mls greater than the hp's last fill volume of 2500mls. According to the hp, he has not felt bloated or distended during any therapy at all. The hp related that he performs 2 manual peritoneal dialysis exchanges during the day, prior to the start of the apd therapy using the cycler. There was no patient injury or medical intervention as a result of this incident. Follow up with both the hp and the dialysis center nurse (rn) revealed the hp continues to perform apd therapy without difficulty. A swap of the cycler was suggested; however, both the hp and rn refused. Should the hp experience any difficulty in the future he will contact a tsr for assistance at that time.